Event description:
It all started in (B)(6) 2013. I went to the doctor asking about adiana because a friend of mine had it done and she was back to work the next day with no problems. My husband and I had decided we definitely didn't want any more children and were looking for a permanent sterilization that would be non-invasive and I would not miss work. I had only been at my current job 7 months, so it was very important to us that I didn't miss much work. My doctor deterred me from adiana and encouraged me to try essure instead. I read the pamphlet and talked to my husband and since it's a similar procedure, we agreed to do it and scheduled the appointment to get essure placed. My essure procedure was done on (B)(6) 2013. From the moment I woke up I had pain. The very day I had my procedure my father went into the hospital. So a week goes by and I'm in pain but I figure it's because I have yet to let my body really rest since I had been going back and forth to the hospital. I had constant cramping with the left side being more painful than the other. I keep telling myself I've just been over doing it. I felt like I was having braxton hicks contractions 24/7 and if I moved around too much the pain radiated to my back and it felt like back labor. I was so convinced that it was like labor pains I even took a pregnancy test to make sure I was not pregnant. The only thing that helped the pain was to lay flat on my back. My kids would have to come lay in the bed to spend any time with me. I tried to go to the movies with my husband and cried so hard because it hurt to sit that neither one of us could even enjoy the movie. On (B)(6) 2013 I finally went to the ER because I was so tired of being in pain. They gave me pain medicine and told me to call the doctors office first thing in the morning. I called the office and they told me to come in at 2pm. About 1pm I got a phone call from my doctors nurse telling me the doctor said to just not worry about coming in and give my body a few more days on the pain pills to see if it calms down. Around 5pm we got a call from the doctors office asking why I was a no show after having been in the ER the night before. Clearly my husband and I were livid and at the doctors office first thing the next morning. At the office that morning heads were rolling and my doctor finally showed up to see me. I saw my doctor and she said it's probably just some small infection that is causing me such discomfort. Antibiotics were prescribed and she told me to come back in two weeks. In the meantime I'm missing out of my life because the only way to avoid the cramping is to lay still on my back. I couldn't stay at horse shows that I had wanted to attend or trail rides that I had planned with friends. I had to cancel a planned trip to (B)(6) that my children were really looking forward to. Family and friends would come by and just sit on my bed to keep me company. I did make it in to work every couple of days but I would sit there in pain and breaking out in a sweat till they just told me to go home because I looked so bad. Two weeks passed and I went and saw the doctor on (B)(6) 2013. I told her nothing had changed my pain was unbearable and I wanted those coils out. It constantly felt like I had two coils in my sides which I thought we weren't supposed to feel a thing. It felt like I could actually put my fingers where the coils were in my body. My body was clearly rejecting them and I was done. She agreed and set up surgery to take out the coils and my fallopian tubes the following monday. (B)(6) 2013, I had my essure removal. We were going to remove the coils and my fallopian tubes. It was a bitter sweet day because my best friend was having her baby via c-section that day in the same hospital but I couldn't be there, because getting this poison out of me was so important. The surgery took longer than it should have. The doctor was sick. A piece of equipment broke and they had to find another one to finish the surgery. The left coil had moved up my tube and she could not find it without really digging around inside of me. When I got home my left side looked like it had a gunshot wound. I was in such terrible pain I couldn't even enjoy the coils being gone. My aunt passed away and I was hoping that I could make it to the funeral but that was not going to happen. I was bedridden for yet another week. My husband had to take more time off work to care for me. I couldn't get up out of bed by myself or anything. This was laparoscopic surgery. I've had my gall bladder taken out and I expected a similar easy recovery. By the end of that week, my friend that had had the c-section was moving around better than me. At that point, I knew my nightmare really was not over. I called the ER and they continued my pain meds over the phone. They talked like may be I was just being a wimp. They even had me thinking may be I was just overly weak in my old age and don't bounce back as well like I used to. I was supposed to go back to work that following monday. I sucked it up, doubled up on pain meds and with great agony got ready for work and climbed into my car. That's as far as I got. The pain was so intense that just sitting I couldn't even lean over and close the car door. I had to call my husband from the car bawling like a baby just stuck waiting there for him to come get me. Stuck in my own car, in my own driveway. That's when I knew this was not me being weak, but very sick. Hubby got me to the ER. The ER doctor was getting frustrated because my doctor wouldn't call him back to discuss my case. At that point, I knew I was done with this doctor. After a very painful MRI, it seems my intestines were inflamed from a traumatic surgery. That's how the ER doctor explained it to us. So more pain medicine and more antibiotics were prescribed. A week later, I go back and see a new ob doctor in the same facility. He said he's not sure if it was inflamed intestines or a possible hematoma up underneath everything. He was very caring and concerned about my well-being. He told me to give a few more weeks and if that pain didn't go away to call him directly. A few weeks later, I started having what looked like a continuous stitch come out of my left incision. I kept pulling it out for a week until my co-workers insisted I tell the doctor. I go back to the new doctor and he agreed it was probably stitching and to only pull it, if it protrudes out of my body. I stopped picking at it but you can see it bunched up under my scar and there is a sharp pain if you touch under my scar. I also have a mass or something under my right rib. It's been there ever since the surgery but since it doesn't hurt unless I lay directly on it, I have not been complaining. There's a point where you are just sick of doctors and don't want to keep getting things fixed. I do plan on having this looked at this spring. It's just ridiculous that if I had never started with the essure I wouldn't have these other health issues. So that's my ongoing story. It has been a true nightmare. The sad thing is, I am one of the lucky ones. (B)(6).